Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Specific value of customers bg was not provided, however, customer had addressed bg with a correction bolus via the pump. Additionally, the customers blood glucose level subsequently decreased to 42 mg/dl due to overcorrecting with a manual bolus. Customer consumed glucose tablets to address bg. Customer continued to use pump for insulin delivery.